Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On (B)(6) 2019 a patient in (B)(6) called to report a diagnosis of ¿infectious conjunctivitis¿ in 2014 while wearing the acuvue oasys brand contact lenses. The pt reported os itching, tearing, photophobia, redness, and discharge. The pt went to an eye care provider (ecp) who diagnosed the pt with os ¿infectious conjunctivitis¿. The pt was prescribed cylodex tid for 5 days. Pt reported the os was better in 4 days. The pt reported the lenses were worn as daily wear with a replacement schedule of 40 days. The pt used opti-free or renu solution to disinfect the lenses. The lot number is unknown and the suspect lenses were discarded. The pt is unable to provide the treating ecp at the time of the event. No additional medical or product information is available. This os event is being reported as a worst-case event as the diagnosis and treatment were unable to be verified with the pts treating ecp. If any further relevant information is received, a supplemental report will be filed.